Manufacturer narrative:
Conclustion: patient and device codes have been updated to the following: (B)(4).

Event description:
It was reported the patient's device was explanted during an emergency procedure. It was stated the patient was septic and their "status had deteriorated," however there was no indication the device or device pocket were infected. The reason for the patient's deterioration was unknown. The device was removed as a precautionary measure. It was stated that the patient had "multiple underlying health issues." The patient was transferred to an intensive care unit at some point after the surgery. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).